Event description:
Our hospital uses bbraun smart pumps. Our sister hospital approx. 20 miles away uses the same bbraun pumps, however the drug libraries contained within are different. Our hospitals share the same corporate owner, but have different leadership/ administration, different staff, different formulary, different medical staff, different computer systems, etc. There is no corporate standard computer system or drug library within our parent corporation. Our sister hospital discovered a near miss last week where a l&d nurse programmed the pump library was more concentrated than the standard oxytocin concentration used at that hospital. In the course of their investigation, the sister hospital discovered that the pump in fact belonged to my hospital by means of a small biomed identification sticker on the pump. We traced the pump back to our hospital when we implemented the pumps at our facility and our als ambulance department found records of transporting a patient on an IV pump from my hospital to the sister hospital. Further investigation at my hospital revealed that our biomed department had discovered a pump from our sister hospital several months ago (during a routine check for preventative maintenance) and returned the pump to our sister hospital. Biomed at the time did not think to investigate/query the sister hospital for a swapped device of ours which might be there. Our outcome was to suggest adding large tags/stickers onto our pumps which clearly state ¿property of xyz hospital, address, town city, state¿ so as to more readily prompt nursing staff at a distant hospital to return the device to us asap. Several nurses at my hospital have stated that they would never think that different pump devices could have different databases loaded inside. Medication administered to or used by the patient: no. Where did the error occur: hospital. Patient counseling provided: unknown. (B)(6), access number: (B)(4).